Event description:
The device was used during a laparoscopic hernia repair. It was reported the ems jammed. There was no other info provided regarding the event. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #975248. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(12); trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to why reported "ems jammed" during surgery ocurred. Instrument was examined, was found to be functional, and was cycled and fired remaining 13 staples well formed. Experience surgeon reported could not be repeated. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.